Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Rehospitalization/planned procedure type of surgical procedure:cardiac surgical procedure (takedown of ileostomy with ileorectal anastomosis). Admission date: (B)(6) 2016, discharge date: (B)(6) 2016 event: major bleeding (onset date: (B)(6) 2016) source of bleeding:gi: other melena observed doppler_op: 78 bleeding_inr: 1.2 effect on patient: bleeding actions performed comments: surgical procedure total units prbc from transfusion: 4 anticoagulant therapy at time of event: heparin. Aspirin. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted.

Event description:
It was reported from the site that the patient had a bleeding episode that resulted transfusion, with a total 4 units of paced red blood cells. (Prbc) on (B)(6) 2016. Patient was observed to have melena and the source of the bleeding was gastrointestinal (gi). It was further stated that the event was not device related. It was documented that the patient was already hospitalized due to ileostomy with ileorectal anastomosis. Patient was said to have been discharged on (B)(6) 2016. No additional information available.

Manufacturer narrative:
Gastrointestinal bleeding has been identified as a known potential risk associated with use of all vads as outlined in the instructions for use (IFU). Although this event is likely related to the device support and required anticoagulant therapy, there is no evidence to suggest a relationship to any device performance or manufacturing issues. Known contributing factors to gi bleeding include individual patient comorbidities and pharmacological factors. The IFU addresses guidelines for optimal patient management, including therapeutic anticoagulation guidelines. It was reported from the site that the patient had a bleeding episode that resulted transfusion, with a total 4 units of paced red blood cells. (Prbc) on (B)(6) 2016. Patient was observed to have melena and the source of the bleeding was gastrointestinal (gi). It was further stated that the event was not device related. It was documented that the patient was already hospitalized due to ileostomy with ileorectal anastomosis. Patient was said to have been discharged on (B)(6) 2016. No additional information available while the root cause of the event is likely related to the device support and required anticoagulant therapy, there is no evidence to suggest a relationship to any device performance or manufacturing issues. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.